Event description:
It was reported that during aveir leadless pacemaker (lp) system implant procedure, the atrial lp prematurely separated from the delivery catheter. Upon retrieval, it was found that the lp helix was stretched. The procedure was abandoned on (B)(6) 2024. The patient was stable.